Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the sample, and the majority of the sample was observed to be discolored. A large split was observed in the catheter between the 9 and 10 cm depth markers. The sample was flushed with a 12 ml syringe of water and all three lumens were found to be patent to infusion and aspiration; however, the white lumen exhibited a spraying leak from the observed split. The catheter was also clamped with atraumatic clamps and pressurized with 12 ml syringe of water. No leaks were observed in the catheter other than from the split in the white lumen. A microscopic observation revealed the split had straight, well-defined, and wavy edges with a granular surface texture. The location, shape, and texture of the split observed in the catheter are evidence of a burst failure due to over-pressurization. The product IFU contains guidance on proper catheter flushing and maintenance and states: ¿do not use a syringe smaller than 10 ml to flush and confirm patency.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by the facility, via the sales rep, that they had a leaking PICC line that they had to replace. Additional information received state: the "writer" re-dressed the PICC with statseal and gauze. The "writer" withdrew the alteplase out of the white lumen, excellent blood return was noted and flushed with 0.9% sodium chloride and dressing was instantly saturated again, the mts resident was notified and the PICC line was removed. The "writer" saved the PICC line and it was flushed in the presence of an rn and it was noted that the white lumen of the PICC line leaks at approximately the 10 cm marker, it was reported that the red lumen and gray lumen do not appear to do this. A peripheral IV was inserted in the left arm as the patient was receiving medication every 24 hours.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq1778 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that they had a leaking PICC line that they had to replace. Additional information received state: the "writer" re-dressed the PICC with statseal and gauze. The "writer" withdrew the alteplase out of the white lumen, excellent blood return was noted and flushed with 0.9% sodium chloride and dressing was instantly saturated again, the mts resident was notified and the PICC line was removed. The "writer" saved the PICC line and it was flushed in the presence of an rn and it was noted that the white lumen of the PICC line leaks at approximately the 10 cm marker, it was reported that the red lumen and gray lumen do not appear to do this. A peripheral IV was inserted in the left arm as the patient was receiving medication every 24 hours.